Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6) ((B)(4)). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient with a normal sinus rhythm. A pre-implant balloon aortic valvuloplasty was performed using an 20mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The length of membranous septum is 6.7mm and the final non-coronary cusp implant depth was 4.8mm. There was no difficulty experienced implanting the 27mm navitor vision valve. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Post-procedure, it was noted via electrocardiogram that the patient developed a new left bundle branch block (lbbb). There was no intervention performed, but the patient was hospitalized for monitoring of heart rhythm. The cause of the patient's lbbb is attributed to the final implant depth. There any allegation of malfunction against the abbott device or procedure. The patient was discharged home at the time of report.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported heart block appears to be related to procedural conditions (implant depth). The reported hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.